Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced a low blood glucose event on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was playing golf under some electric wires, and the pump delivered all the insulin into his body within 1 hour. The customer was at 221 mg/dl at the time of the call. The customer was given orange juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer states that their basal rate is delivering faster than before. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. The device also passed off no power alarm test and unexpected restart error test. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. There was no data available in the download history file due to the device being received without a battery installed. Unable to verify delivery anomaly in the customer notes.